Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g4 (PMA/510(k) number) g6, h2, h6 (investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including chronic kidney disease (ckd), hyperlipidemia (hld), and coronary artery disease (cad). Attempts to retrieve additional information were unsuccessful.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 8300ab aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The patient presented with shortness of breath and dyspnea on exertion. The tavr was performed with a 26mm 9755rsl transcatheter valve. The patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2. The device history record (DHR) could not be reviewed, as the device serial number was not provided.